Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed the pump was suspended on (B)(4) 2012 and then was resumed. The pump was exercised for 24 hours on a 1 unit per hour basal program and no 0.00 unit boluses were recorded in pump history. No self suspending occurred during testing. No hypersensitive keys were noted on the keypad. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed on the pump and accurately recorded in pump history. The reported complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas requesting assistance with troubleshooting the pump. During troubleshooting customer technical support (cts) did find an issue, noting a 0 basal at 1155am and resumed at 1204pm today. The pump was not primed at that time in history , not suspended in history, and there was no power loss requiring a prime, per patient . The patient states that she was not doing anything with her pump at the time. No explanation was found for the 0 in history basal today for 9 minutes. Cts advised the patient to remove the pump and confirmed that she has a backup plan. This complaint is being reported due to the allegation that the basal history is inaccurate.